Event description:
It was reported, the electrical cord emitted a spark.

Manufacturer narrative:
It was reported, the electrical cord emitted a spark. Examination of the unit revealed a break in the cord at the butterfly connection near the entrance to the pad. The break could possibly expose bare wires when the cord is bent. The failure may be a result of misuse or failure to follow instructions on the part of the consumer by subjecting the cord to excessive bending. Although, users are instructed not to bend the cord, we are taking appropriate action to make the design more robust by initiating a CAPA project ((B)(4)) to reduce the likelihood of this failure from recurring.